Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Company representative reported on behalf of patient left side "experienced pain under the armpit." "Pain under the armpit and a lump was detected, leading to an ultrasound, CT scan, and MRI". "Lymph node swelling and inflammation caused by silicone leakage and rupture," "silicone lymphadenopathies". Ultrasound, evidence of rupture in the left breast implant was identified. Healthcare professional confirmed left side ruptured. Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy, and migration.

Event description:
Sales representative reported unknown side "experienced pain under the armpit." "Pain under the armpit and a lump was detected, leading to an ultrasound, CT scan, and MRI". "Lymph node swelling and inflammation caused by silicone leakage and rupture," "silicone lymphadenopathies". Device remains implanted.

Event description:
Company representative reported on behalf of patient left side "experienced pain under the armpit." "Pain under the armpit and a lump was detected, leading to an ultrasound, CT scan, and MRI". "Lymph node swelling and inflammation caused by silicone leakage and rupture," "silicone lymphadenopathies". Ultrasound, evidence of rupture in the left breast implant was identified. Healthcare professional confirmed left side ruptured. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ silicone migration: unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Clarification to e.1. Country: patient was implanted in and is from thailand. Patient states they are currently in south korea" and the device was explanted in south korea.

Event description:
Company representative reported on behalf of patient left side "pain under the armpit", "lump was detected, leading to an ultrasound, CT scan, and MRI", "lymph node swelling and inflammation caused by silicone leakage and rupture", and "silicone lymphadenopathies". Device has been explanted. Total capsulectomy was performed.